Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: unknown head, unknown cup, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03481, 0001825034-2017-03482, 0001825034-2017-03483, 0001825034-2017-03484.

Event description:
It was reported that the patient has been indicated for revision due unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.